Event description:
It was reported that patient had a right intertrochanteric fracture, right femur shaft fracture and a spuracondylar and intercondylar distal femur fracture due to a fall on (B)(6) 2013. The fracture was fixed with a trochanteric fixation nail and variable angle distal femur plate. No other health factors noted were noted. The patient fell again; a right femur non-union and broken variable angle distal femur plate was discovered by x-ray on (B)(6) 2014. All hardware except the trochanteric fixation nail was removed due to the broken plate on (B)(6) 2014. The patient was revised with a distal femur plate. The patient outcome was good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date event: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.